Event description:
I am a type 1 diabetic. I have been a type 1 for around 15 years and I am currently 70 years old. I have been on an insulin pump 15 years and I currently am using the omnipod 5 pump. (B)(6) I boarded a plane to fly from (B)(6) (a two hour flight). I usually fly for vacation at least once a year, sometimes more. About half way through the flight my blood sugar started dropping. I had taken a small amount of insulin for some pretzels I ate but should not have dropped like I did. I started eating sugar pills but kept dropping. I had some trail mix with me and ate that. I should have had high blood sugar by now but kept dropping. I was not taking any insulin via the pump or by syringe. I kept dropping dangerously low, in the 30's kept eating. Got off the plane and boarded a transportation van to get to hotel, this was a 45 minute ride. I decided to remove my pump but still kept going down. I had a small juice box and drank it and several more sugar pills. I finally got my blood sugar up to 180 just prior to arrival at hotel. I went up to my room and put on a new insulin pod/pump, omnipod 5. I did not take any insulin, just put the pod on. The only insulin I had taken since I had gotten on the flight was at the beginning of the flight over two hours ago and it was a very small amount for the pretzels and the insulin pump did not show that it had given me any insulin. I had also not eaten that morning so had not taken any insulin prior to the flight. I should not have been low! Soon after putting on the new pump I started going down again. I started eating sugar pills again and kept going down. I got below 40. Sometimes getting into the 30's. I had to keep eating sugar pills to keep from going down any further. I removed the new pod that I had just put on less than an hour earlier. I would have gone to the hospital or called an ambulance but I was in mexico which doesn't have the best reputation. My husband was with me and we called a friend of mine, she is also a type one diabetic. She told me that the same thing happened to a friend of hers (also a type one diabetic) and she had to drink a lot of regular coke to her sugar up and she had heard that on rare occasions there have been reports of air pressure on planes causing the pump to give insulin causing low blood sugar. After about another hour and a half and lots more sugar pills my blood sugar started staying up. After that I had to start fighting high blood sugar. Once I saw that I was not going back down I put on a new pump and continued regular management. My pump was a little irregular the next couple of days but manageable. I am convinced that the pump was giving me insulin when it shouldn't have been. I also then struggled from really bad stomach issues the next couple of days which I believe was from eating so much sugar. After sending this to you I will contact insulet, the company that makes omnipod and I am sure they will want me to send the product (the insulin pods) to them. Ref report: mw5155528.